Event description:
A discordant low b-type natriuretic peptide (bnp) result was obtained on an advia centaur cp instrument. The bnp result was reported to the physician. The sample was rerun on another instrument in the laboratory and the corrected result was reported to the physician. There are no known reports of patient intervention or adverse health consequences due to the discordant low bnp result.

Manufacturer narrative:
A siemens field service engineer was dispatched to the customer site. The fse analyzed the instrument and determined the cause of the discordant bnp result was due to user error. The customer was operating the system with cleaning solution after performing the daily cleaning procedure (dcp). The fse instructed the customer to perform daily cleaning as per the operators guide in order to thoroughly rinse all lines affected. The instrument is performing within specifications. Further evaluation of the device is not required.